Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 6 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on an unspecified date, the patient had several driveline revisions as there was several inches of velour coming out of the exit site. Additional information was requested, but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on the lvas. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.